Event description:
It was reported that a spectrum pump alarmed upstream occlusion two times. This occurred during an oncology patient infusion of decadron, in the outpatient treatment facility. The bag height was 24 inches. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the event history log found 'upstream occlusion!' Messages for customer-reported allegation 'alarmed upstream occlusion twice'. The reported condition could not be verified as evaluation did not properly assess for the reported condition. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.